Event description:
While the customer was using a g136 cavitron plus, they allege that the insert tip and handpiece are getting hot. No injury was reported from the alleged event.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Investigation results: w4e water sol,iso valve clogged. The water solenoid is clogged, restricting water flow. Thereby causing the tip of the insert to heat up. Built up debris in water hose and hpc. Check calibration. Will repair upon approval.